Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lok clip applier instrument involved with the reported event to perform failure analysis. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not hold the clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there were two different instruments used during the same case with the same lot number. There was no harm or injury to the patient. There was a delay of less than a minute. There was no damage noted upon inspection of the instrument prior to use. The issue resulted with a large hem-o-lok clip falling inside the patient. The clip was retrieved during the same procedure. The vessel or tissue bundle was not greater in size than the specified diameter suggested in the instructions for use (IFU) of the instrument. The issue occurred on the first clip application attempt. The surgeon used a backup instrument to continue with the procedure. There are no photos or videos for review. The patient demographic information was not available.